Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarms when changing the infusion set and reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer reported chips around the reservoir compartment, and cracks in the reservoir window. The device will not be returned for analysis.